Manufacturer narrative:
(B)(4).

Event description:
Customer reports a leak in the ars (syringe/introducer needle).

Manufacturer narrative:
Qn# (B)(4). The customer returned an arrow-raulerson syringe (ars) and introducer needle for evaluation. Bloods was on both components. The handle of the ars was broken to examine the valve inside. The valve consists of two bi-lateral valve pieces and a spacer. No damage was observed to either of the valve pieces. There was evidence of the slits in the center of the valves. Visual examination of both devices did not reveal any defects or anomalies. A vacuum leak test was performed on the ars per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back to its original position. The ars passes the test if the plunger returns to its original position, therefore, the sample passed the functional inspection. The returned introducer needle was attached to the returned syringe and water was aspirated into the ars. Water filled the syringe with no air bubbles entering. A device history record review was performed on the ars and no relevant manufacturing issues were identified. The report that the ars leaked could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test and functional testing with the returned introducer needle and water. No leaks were found during testing and the syringe was able to aspirate. No problem was found on the returned sample.

Event description:
Customer reports a leak in the ars (syringe/introducer needle).